Event description:
It was reported that the balloon ruptured. This 5x200mm, 150cm ranger balloon was selected for use in a peripheral arterial occlusive disease (paod) procedure. The 85% stenosed lesion was located in the calcified superficial femoral artery. During the procedure the balloon burst before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Patient is not under 18 years old.

Event description:
It was reported that the balloon ruptured. This 5x200mm, 150cm ranger balloon was selected for use in a peripheral arterial occlusive disease (paod) procedure. The 85% stenosed lesion was located in the calcified superficial femoral artery. During the procedure the balloon burst before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Patient is not under 18 years old. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 5x200mm, 150cm ranger balloon was visually and microscopically examined. Visual examination of the outer shaft, inner shaft, balloon, and tip revealed no damages. Microscopic examination revealed a pinhole 67mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the clinical observations.